Manufacturer narrative:
During a left pulmonary artery pseudoaneurysm coil embolization the 2 mm x 8 cm ultipaq cerecyte microcoil (cfs100208-30/f51618) could not be detached. The type of detachment control box (dcb) and connecting cable used with the product are not known. It was noted that the dcb system ready light did not illuminate as expected at the time of the detachment. The ultipaq was safely removed from the patient and was replaced for a new one (lot unknown). There was no unintended coil detachment during withdrawal. It is unknown if the dcb and the cable were replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. Prior to the inability to detach the coil, one coil (cfs100308-30, lot unknown) was successfully detached using the same cable/dcb without issues. The pre-deployment electrical check was performed and no issues noted. The target site was without calcification or tortuosity and there was no resistance/friction during advancement of the coil system to the target site. It is not known if the same dcb and connecting cable were used with subsequent coils. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The involved devices are not available for evaluation. No additional information is available. The lot numbers of the dcb and connecting cable are not known; therefore, a device history record review cannot be completed. Based on the reported information and without the return of the involved devices for evaluation no conclusion can be made regarding the cause of the inability to detach the coil. A review of the manufacturing documentation associated with ultipaq cerecyte microcoil lot f51618 presented with no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for left pulmonary artery pseudoaneurysm that was not calcified and not tortuous. The event happened during the procedure. The physician could not detach an ultipaq(cfs100208-30/f51618, complaint product). Type of dcb and cable used with the product were not provided. It was noted that the dcb lights did not illuminate as expected at the time of the detachment. The ultipaq was safely removed from the patient and was replaced for a new one(lot unknown). It is unknown if the dcb and the cable were replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. Prior to the complaint product, one coil(cfs100308-30, lot unknown) was successfully detached using the same cable/dcb with no further issues. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. According to the physician, the pre-deployment electrical check was performed and no issues noted. The complaint product is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
Concomitant device used: unknown detachment control box, unknown connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.